Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she had a problem setting the time on her onetouch verio2 meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained during a follow up call with medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015 at 08:00pm. The patient manages her diabetes with oral medication, diet and exercise and made no changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿04:00am the following morning¿ she developed symptoms of ¿blurry vision, weakness, headache and fatigue¿ due to the fact she was unable to set the right date or time on her meter and claimed she was unable to test therefore could not medicate appropriately. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that the meter issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing symptoms suggestive of a serious injury after the alleged date/time settings issue, which she claimed prevented her from testing using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.